Manufacturer narrative:
The report we received from the field indicated that during a subclavian vein (vessel characteristics were unk) stenting procedure, upon entering the sheath, with a palmaz genesis stent, the stent stripped off the balloon in the sheath. A second palmaz genesis stent was attempted, and this as well stripped of the balloon being retained in the brite tip sheath. The brite tip sheath was removed and another one was selected with a smart stent and the procedure was successfully completed. There were no adverse effects to the pt. Pt-specific info was requested; however, the account informed that this info was unk. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is the first of two products involved with this adverse event, which is associated with mfg report #9610978-2004-00948.

Event description:
Stent dislodgement.